Event description:
Device malfunction: incomplete exchange sheath splitting. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip bleeding continued. When the device was removed, it appeared that the exchange sheath did not completely split. Manual compression was applied for ten minutes to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. A follow-up report will be submitted with any additional relevant information. The lot number was not identified; therefore, a device history record could not be performed.